Event description:
The manufacturer rec'd the drug delivery pump for analysis with no reason provided for explant. The pump was implanted in 2006. The exact explant date in unknown. Add'l info has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.